Manufacturer narrative:
Per tandem¿s t: slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected while the customer was asleep. The customer did not observe any damage on the pump supplies. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and moderate to high levels of ketones. A supply change was performed and a manual injection was administered to address bg level.